Event description:
It was reported that the device could not be interrogated, there was no magnet response, and no output or capture. It was noted that a telephone check in 2009 showed ventricular pacing at 85 beats per minute. It was also reported that the right ventricular lead was capped due to high thresholds and high impedance of 1400 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.